Manufacturer narrative:
Additional manufacturer narrative: the patient's age, gender and weight were requested but not received.

Event description:
During an arthroscopic procedure, the physician was reportedly utilizing a coblator ii surgery system. During coagulation, the physician noted that the led light on the controller would not activate. In addition, the coagulation setting could not be increased. The procedure was completed using the lower coagulation setting.